Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump menu key was not responding probably. The customer¿s blood glucose was unknown at the time of the incident. Customer's family stated that numbers were not ramping on their own. Customer's family stated the scroll bar was not moving with no input. Customer's family stated that there was a response from a button. Customer's family stated pressing menu button did not take them to the menu screen. Customer's family stated using the up arrow allows them to navigate screens. Customer's family stated the insulin pump was neither dropped nor exposed to moisture. Customer's family stated block mode was inactive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.